Manufacturer narrative:
Based on the claim against the product by the customer noting misfired, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Input disk # was found broken into pieces inside of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy - pediatric surgical procedure, the large hem-o-lok clip applier instrument misfired. The instrument was found to have one of the buttons missing and was cracked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had successfully used large hem-o-lok clip applier instrument twice during procedure. The customer loaded a third hem-o-lok clip into large hem-o-lok clip applier instrument and inserted it into the robot. When the surgeon went to manipulate the large hem-o-lok clip applier instrument, it went slack (the tip with the large hem-o-lok clip applier instrument hung) and the clip fell out of the jaws. The surgeon said something was wrong with the large hem-o-lok clip applier instrument and was even concerned that they might have difficulty removing it. The instrument came out of the system easily but the surgeon requested the staff not attempt to use it anymore during the case and that the large hem-o-lok clip applier instrument be inspected and replaced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the full unlocked hem-o-lok clip applier fell into the patient and was retrieved immediately.

Event description:
Refer to h10/h11 for follow-up information.